Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. Pump settings and insulin delivery history were reviewed with the rptr and confirmed as accurate. The pt will meet with a health care professional to assess diabetes management to prevent further symptoms. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.